Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect ci for gen.2 on a cobas 6000 c (501) module. No incorrect values were reported outside of the laboratory. The sample initially resulted with a cl value of 91 mmol/l and repeated with a value of 102.7 mmol/l. The repeat value was believed to be correct. The cl electrode lot number was r29, with an expiration date of 05-dec-2020.

Manufacturer narrative:
The field service engineer (fse) performed targeted maintenance. The fse replaced the vacuum rinse tubes of both nozzles. The customer had no further issues following the service visit. The investigation could not identify a product problem. The cause of the event could not be determined.